Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was found on the catheter. The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). Upon opening the sterile packaging, white powder was found adhering to the handle of catheter. A technician wiped it off with a damp gauze pad, and since it was removed, the procedure was continued as planned. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no white powder. However, potential plastic or tape was found adhered to the device. Thus, the reported event of foreign material was confirmed via analysis.

Event description:
It was reported that foreign material was found on the catheter. The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). Upon opening the sterile packaging, white powder was found adhering to the handle of catheter. A technician wiped it off with a damp gauze pad, and since it was removed, the procedure was continued as planned. The procedure was completed successfully without patient complications. The device was returned for analysis.